Event description:
The endopouch retriever device "would not retract when retrieving specimen" and "needed replacement." The company representative has been made aware and will come to pickup the device at their earliest convenience.